Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. The technical support specialist's drawer remained offline even after the system was rebooted and the usb power management settings were disabled. A field service engineer arrived on site and replaced the comms led; the cabinets were found to be online. Med bank was contacted to confirm that the cabinets could open and close. All cabinets appeared to be functioning normally, and a staff member successfully removed one medication to verify proper operation, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawers were offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.